Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported white screen was not verified. The device was found to operate within specification.  No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a white screen during testing. The event happened at the biomed service. There was no patient involvement. No additional information is available.